Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint of an e315 error message was confirmed due to corrosion from the plug unit. Evaluation was unable to confirm leakage from the air/water channel. Also, evaluation found the following: the bending section cover adhesive was broken/discolored, the light guide lens was broken, the flexibility adjustment did not function due to the deformed flexibility ring, the scope connector and cover unit were corroded due to leakage, the charged coupled device (ccd) lens was scratched, the insulation resistance value of the distal end was out of standards due to a scratch on the scope cover, waterproof failed due to deformation of the right/left knob and a worn scope cover, angulation in the up direction and the play of the up/down knob did not meet the standard value due to a worn angle wire, the universal cord was corrugated, the air/water and suction cylinders were deformed, switch #1 was worn and the light guide bundle was abnormal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had a leakage from the air/water channel and an e315 unsupported scope error message was displayed. The issues occurred when preparing the scope for use in a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.